Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded mals should be included in the differential diagnosis of chronic abdominal pain, weight loss, and vomiting.

Event description:
Article received: salem, d. A. (2017). Endovascular approach to treat median arcuate ligament compressing syndrome. Vascular disease management, e37-e45. Purpose: to demonstrate the success of angioplasty and stenting and the benefit of avoiding a decompression and revascularization surgery. Per the article adverse effects included a kinked stent.